Event description:
A certified ophthalmic technician reports that at the very beginning of lasik surgery, the laser would not fire. The pt's procedure could not be completed within the same session. The pt returned the following day for the completion of the treatment and the reporter indicated there was no impact/injury to the pt.